Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken to emergency room due to high blood glucose. The customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer also mentioned other blood glucose value such as 400 mg/dl. The customer gave positive result in ketone test and also experienced nausea, vomiting and abdominal pain. Customer reports they feel okay to troubleshoot. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump passed both self-test and high pressure test. The insulin pump will not be returned for analysis.